Manufacturer narrative:
The unit passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery tests. The unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. No motor error alarm was noted. The motor passed the motor test. The unit was received with a scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error during a bolus attempt. The patient's blood glucose at the time of incident was 271 mg/dl. Troubleshooting was initiated for the motor error alarm. The alarm was cleared. The drive support cap appeared normal. The device was able to rewind without incident. However, the insulin pump was returned for analysis.